Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 13dec2018. Philip's field service engineer (fse) evaluated the unit and could not reproduce the reported issue. The fse performed preventative maintenance (pm) on the unit and performed testing. The unit passed the blower valve calibration and the system final test successfully.

Event description:
It was reported that the ventilator o2 manifold was opened at all ports. The customer reported there was no patient involvement. The event date was not specified; estimate used.